Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced due to normal elective replacement indicator.